Manufacturer narrative:
Date patient pain began is not known. PMA / 510k: this report is for two (2) unknown 5.0mm locking screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient was implanted with a trochanteric fixation nail (tfn), lag screw, and two (2) 5.0mm locking screws on unknown date. Due to continued pain in the hip from arthritis, patient was returned to surgery on (B)(6) 2017 for removal of all hardware. Patient was revised to a total hip replacement. Procedure was completed successfully with no delay. This report is for two (2) 5.0mm locking screws. This is report 3 of 3 for (B)(4).